Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the alleged post-operative complications experienced by the patient. If additional information is received, then a follow-up MDR will be submitted to the FDA. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: after a planned da vinci-assisted total malignant hysterectomy procedure, the patient allegedly experienced post-operative complications. At this time, the root causes of the patient's post-operative complications remain unknown.

Event description:
It was reported that at an unspecified date after a da vinci-assisted total malignant hysterectomy procedure, the patient allegedly experienced post-operative complications. These complications included the development of a hematoma on the right side from the middle of the ribs to the hip, vaginal discharge, a hernia, the colon coming through the cuff, an infection with a fever, excess air, and ureter adhesions. After the first week, the patient¿s discharge went from being bloody to clear. Although the patient¿s initial doctor recommended no action, the patient¿s new doctor performed imaging and a second procedure at unspecified dates. During the second procedure, the surgeon removed the hernia, shortened the cuff, cleared the infection, and removed the excess air. The ureter could not be repaired due to the extensive injury. The procedures were completed and the patient is currently stable. At this time, the root cause of the patient's post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On december 19, 2018, intuitive surgical, inc. (Isi) contacted the lead surgeon and obtained additional information regarding the reported issue: the surgeon was unaware of any post-operative complications. Ten weeks after the operation, the post-operative check was reportedly normal. The surgeon had not heard from the patient since that time. No further information could be provided about the procedure, including any possible intra-operative complications, until the surgeon had a chance to speak with the risk management department. The surgeon did mention that vaginal hernia cuffs were normal after hysterectomy procedures due to relations. The surgeon instructed the patient to wait ten weeks before doing so to reduce this risk. Isi attempted to obtain additional information regarding the reported issue; however, the attempts were unsuccessful.

Manufacturer narrative:
On january 17, 2019, intuitive surgical, inc. (Isi) received mw5082241 with the following event description: "performed a robotic hysterectomy w/ davinci robot. I experienced serious complications. I awoke w/ a hematoma, severe pain, urgency to urinate, low grade fevers, a burning sensation in abdomen, and a pulling sensation that doubled me over after I urinated. When a CT was finally done, it showed vaginal cuff dehiscence, free air in the abdomen, hernia, abscess, and infection. The cuff needed to be shortened and repaired. The wounds needed to be cleaned and abdominal drain was placed temporarily to aid healing." Based on the additional information provided, this complaint is remains reportable due to the following conclusion: after a planned da vinci-assisted total malignant hysterectomy procedure, the patient allegedly experienced post-operative complications. At this time, the root causes of the patient's post-operative complications remain unknown.